Event description:
The manufacturer received information alleging a ventilator doesn't display tidal volume and has oxygen leakage. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was recalibrated and the active exhalation valved was cleaned to address the issues.